Manufacturer narrative:
The field service engineer (fse) ordered a replacement flow sensor assembly. The field service engineer (fse) replaced the flow sensor assembly to resolve the reported issue. Following the parts replacement, the fse completed a performance verification test which the device passed, confirming that the device was ready to return to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6) hospital.

Event description:
Philips received a complaint on the v60 ventilator indicating that the minimum volume value was greater than 1.0 during preventative maintenance. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The field service engineer (fse) ordered a replacement flow sensor assembly. This investigation is ongoing.

Manufacturer narrative:
It has been determined that the initial device issue occurred during test 7, the air flow accuracy test, of performance verification. This record no longer meets the requirements for a reportable record and will be downgraded to a non-reportable complaint.